Event description:
A patient underwent a total ankle replacement. It was reported that the patient may need to undergo a revision surgery due to tibial failure from a postoperative traumatic medial mal fracture that was fixed in good alignment but subsequently subsided. Nothing to do with the implant.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Manufacturer narrative:
The reported event could be confirmed, since images of CT scans were provided and matches the alleged failure mode. There are many clinical factors that can affect the results of any surgery, such as surgical technique, pre-operative and post-operative care, the implant, patient pathology and daily activity. A medical professional reviewed the received information and noted the following: ¿loosening and subsidence and tilting of the implant can be confirmed. I believe there¿s a relation with the distal tibial fracture (medial malleolus and adjacent distal tibial bone of the pylon). The fracture was fixed with a plate and multiple screws that run through the area adjacent to the tibial base plate. Decreased bone quality, disturbed bone vascularization most likely have contributed to the event. It is not device related.¿ based on investigation, the root cause was attributed to a patient factor related issue. The failure was caused by decreased bone quality and disturbed bone vascularization. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The current instructions for use states: "dislocation and subluxation of prosthetic components can result from improper positioning and/ or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. Prosthetic components can loosen or migrate due to trauma or loss of fixation." No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
A patient underwent a total ankle replacement. It was reported that the patient may need to undergo a revision surgery due to tibial failure from a postoperative traumatic medial mal fracture that was fixed in good alignment but subsequently subsided. Nothing to do with the implant.